Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/12v/10v/power fail condition. The customer did not report the occurrence during any previous usage. The customer reported no patient harm. The service technician did not duplicate the finding during service evaluation. Performance verification testing was performed, and all testing passed per operating specifications.